Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample used by the customer was returned, and during evaluation the sample operated as intended with no issues noted. Empty seed cartridges were returned from the customer and labeled as biohazardous. Upon initial inspection, the seed cartridges gates closed properly. No spring protrusion was noticed on the backside of the cartridges. Plunger travel appeared fine. Twenty seeds were loaded into the cartridges and inserted into a quicklink loader. All 20 seeds dispensed as expected on cartridge with no issues noted. Therefore, the investigation is unconfirmed for the reported difficult to discharge issue. A definitive root cause could not be determined based upon the available information. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a brachytherapy procedure, the seeds allegedly could not be discharged from the loader. All the seeds were taken out from the cartridge and arranged one by one on the assembly base and discharged. There was no reported patient injury.

Event description:
It was reported that during a brachytherapy procedure, the seeds allegedly could not be discharged from the loader. All the seeds were taken out from the cartridge and arranged one by one on the assembly base and discharged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.